Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention of a comatose patient after performing 12-lead electrocardiogram (ECG) and sending the results of 12-lead electrocardiogram (ECG) to the clinician the device unexpectedly shut off and then began self-testing. No report of harm occurred to the patient. The device has been removed from service for analysis at this time and the user has been provided with a loaner while analysis is completed.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention of a comatose patient after performing 12-lead electrocardiogram (ECG) and sending the results of 12-lead electrocardiogram (ECG) to clinical the device unexpectedly shut off and then began self-testing. No report of harm occurred to the patient. A request for additional information regarding the incident has been sent and the response is not yet received.

Manufacturer narrative:
Product information and description updated due to new information received.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention of a comatose patient after performing 12-lead electrocardiogram (ECG) and sending the results of 12-lead electrocardiogram (ECG) to clinical the device unexpectedly shut off and then began self-testing. No report of harm occurred to the patient. The device has been removed from service for analysis at this time and the user has been provided with a loaner while analysis is completed.

Manufacturer narrative:
Patient outcome code updated.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention of a comatose patient after performing 12-lead electrocardiogram (ECG) and sending the results of 12-lead electrocardiogram (ECG) to the clinician the device unexpectedly shut off and then began self-testing. No report of harm occurred to the patient. The device has been removed from service for analysis at this time and the user has been provided with a loaner while analysis is completed.

Manufacturer narrative:
Method code updated to align with c139458.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention of a comatose patient after performing 12-lead electrocardiogram (ECG) and sending the results of 12-lead electrocardiogram (ECG) to the clinician the device unexpectedly shut off and then began self-testing. No report of harm occurred to the patient. The device has been removed from service for analysis at this time and the user has been provided with a loaner while analysis is completed.